Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 798 mg/dl. It was stated that the customer's blood glucose levels elevate to over 500 mg/dl when she is taken off the insulin pump and put back on the insulin pump. The caller stated that the dr does not want to troubleshoot over the phone. The dr would like for someone to go to the hospital to troubleshoot in person. Advised the caller that the territory mgr would be notified. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.